Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had fuzzy screen (out of focus). The event occurred during an upper endoscopy procedure while the patient was under sedation, and device was inside the patient. The intended procedure was completed using a similar device. There were no reports of patient harm.